Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had to push to urinate once their lasix wore off. Therapy was working great, but then gradually started getting worse. The patient was urinating all the time in the last several months, beginning in 2016. The patient did not feel stimulation and if they turned it up to 2.7v, it burned and felt like it was on fire. The burning when increasing happened on (B)(6) 2016. If the patient went below 2.7v, they couldn't feel stimulation at all. The health care provider (hcp) had not given the patient any instruction on program changes or keeping a voiding diary. The last time they saw the hcp back in (B)(6) 2016 everything was fine. The patient didn't have an appointment with their hcp until next year. The patient checked the implantable neurostimulator (ins) and stimulation was off. The patient tried to turn stimulation down to turn it back on again and they got the sync screen when trying to decrease or poor communication. The patient felt that they had to change the patient programmer batteries more frequently than they should. The patient had changed the batteries 3 times since (B)(6) 2016. When trying to decrease stimulation, the patient mostly saw the sync screen or poor communication. They were having a lot of trouble decreasing stimulation. The programmer went through batteries and was difficult to interrogate. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that there was poor communication. It was noted that there was not a recent revision or surgery and they did not use an antenna. They place the patient programmer (pp) directly over the ins, on the skin, and attempted to sync, which resolved the issue. It was stated that they had gained about 15 pounds since the implant. They were seeing their doctor on (B)(6) 2017. It was also noted that they had to change out the pp batteries five times since the implant. They could tell when it wasn't working because they couldn't urinate. They would have to take medication in the morning to help them urinate. They did not feel stimulation and the therapy was not on. They turned the therapy on and the situation was resolved. They couldn't feel stimulation at 2.9 v and increased to 3.2 v and felt stimulation in their tailbone. The loss of therapy and return of symptoms had been on and off since they were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.